Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but four photos were available for evaluation. Visual inspection noted two images of a staple line and two of the reload. The loading unit was clamped on tissue and articulated, with staples applied to the tissue. The distal end of the staple line was not fully transected, and one fully formed loose staple was observed. No malformed or improperly formed staples were noted. It was reported that intraoperatively, after firing, the reload failed to close the tissue due to poor staple formation. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition of partial firing. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: 030458, 030458 endo gia r/or 60 3.5mm (lot#: t3e126x); 030458, 030458 endo gia r/or 60 3.5mm (lot#: t3e126x); 030458, 030458 endo gia r/or 60 3.5mm (lot#: t3e126x); 030458, 030458 endo gia r/or 60 3.5mm (lot#: t3e126x); 030458, 030458 endo gia r/or 60 3.5mm (lot#: t3e126x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively, after firing, the reload failed to close the tissue due to poor staple formation. The issue happened with six reloads from the same lot. The tissue was resected and re-stapled to resolve the issue.